Manufacturer narrative:
Other relevant device(s) are: model: 9734715. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the spinous clamp would not tighten on the spinous process and could not be used. There was less then an hour delay to the procedure. The impact on the patient¿s outcome was unknown as it was not provided by the staff.